Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 377860, lot# v016867, implanted: (B)(6) 2007, product type: lead. Product ID 377860, lot# v016653, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a battery replacement due to regular end of service (eos) of an old implantable neurostimulator (ins). During the procedure when the pocket was opened to remove the ins, the hcp noted that the leads and a part of the ins that were normally clear were ¿yellow and opaque.¿ the hcp proceeded as normal. Loosened the screws to remove the extension form the old ins and found it difficult to pull out the old leads from the ins. The manufacturer representative was in the operating room for the procedure and advised to make sure that the screws were completely loose. With a few seconds of struggling, the leads came out of the old ins. Available information suggests that this statement was reporting that it was difficult to pull the extensions from the old ins. When trying to connect the existing extensions into the new ins, they would not slide in as normal. The hcp was again advised to ensure the screws of the new ins were loose enough to allow the leads to slide in. The hcp did so and attempted to push the leads in again. After a few minutes of trying to push the extension tips in to the new ins, the lead was only able to be put in a quarter of the way. The hcp attempted to pull the tip back out at which point the extension tip broke off in the new ins and could not be removed. The hcp then tried to disconnect the extensions from the existing leads in an attempt to connect the leads directly to a new ins. Upon trying to disconnect the extensions, the leads appeared to be ¿jammed¿ as well despite the screws for the extension being fully removed. In attempting to disconnect the leads, the tips of the leads broke off inside the extension connector. The manufacturer representative advised that the patient would need a full revision of the existing system since the current problem of broken leads was irreparable as they were. The hcp chose to close the pocket and proceed with waking the patient to explain that the replacement failed. The plan was to complete a full system explant and replacement at a future date if the patient so wished. The explanted products and new ins that could not be implanted would be sent to the manufacturer for analysis. A phone call with the manufacturer representative on 2016-04-08 reported that information was still being gathered by another manufacturer representative, but a replacement surgery was scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v016867, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v016653, implanted: (B)(6) 2007, product type: lead. Product ID: 97713, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. The implantable neurostimulator (ins) (B)(4) was returned and analysis found the ins battery to have a reduced capacity due to overdischarge. The extension (B)(4) was returned and analysis found environmentally assisted degradation of the insulation on the proximal end. The extension (B)(4) was returned and analysis found environmentally assisted degradation of the insulation on the proximal end. (B)(4).

Event description:
Additional information received reported the patient was going to be scheduled for a revision or replacement of the existing system. There was no set date for the replacement yet.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the manufacturer representative had returned the only product in his possession the day after the surgery. It was noted that product was the implantable neurostimulator (ins) that was being replaced, the replacement ins that the lead broke off in and one of the extensions.

Manufacturer narrative:
Eval code-conclusion: no longer applies for the extensions. It applies to both extensions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.